Event description:
It was reported that the drill continually gets stuck in the chuck.

Manufacturer narrative:
Once the investigation has been completed, any add'l info will be reported in a supplemental report.